Event description:
It was reported that pump displayed malfunction alarm malf 0, with no notable events occurring prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully reset it without recurrence of malfunction, was advised that pump could continue to be used, and was instructed to call back if malfunction returned, which customer acknowledged and understood.